Event description:
A retrospective review of the file was performed on november 14, 2006. The initial assessment did not determine event details to be reportable as no impact to the pt was reported. During review, the determination was made that the event meets the reporting requirements. During a removal, the distal tip broke off the instrument, a provisional driver b. Pt outcome: fine.